Event description:
It was reported that the home patient (hp) had a high drain alarm 101 on the homechoice (hc) during use, while the hp was not connected. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The fill volume was 2500 ml. The care giver (cg) stated that the hp felt overfilled during previous day's therapy but then felt fine at the end of the therapy. The technical service representative (tsr) advised the cg to use manual supplies to finish the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause was a false empty detected and the initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted.  If any relevant information is obtained from that review, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device was received and evaluated. An external/internal inspection was performed and the device passed. The device passed all electrical testing and all of the pressures were found to be correct and stable. A short simulated therapy was performed and completed successfully. The device passed all of the functional testing and was found to meet specifications for the reported event. The reported issue was confirmed through the review of the event history log. The device was sent for servicing. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.